Event description:
There was an allegation of questionable glucose results from an accu-chek inform ii meter. The serial number was requested but was not provided. At 16:59, the result was 45 mg/dl. At 17:02, the result was 198 mg/dl.

Manufacturer narrative:
The meter and strips have been requested for return. The strips are no longer available to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.